Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
The veritas patch was implanted to repair a hiatal hernia using surgical tacks to the diaphragm to hold the implant in place. Approx 6 weeks following the implant procedure, the pt returned with narrowing of the esophagus at the site of the hernia repair. The pt underwent two endoscopies to dilate the narrowing, which were unsuccessful. The pt was taken back to the operating room for exploration. Upon exploration, it was noted that the level at the above the gastric band was heavily adhered and difficult to access. The physician dissected his way above the band at which time a pocket of clear fluid was punctured. The fluid was suctioned and no cultures were taken. Upon reaching the veritas implant, it was noted that the implant had pulled away from the surgical tacks. The physician attempted to remove the device, however, the device shredded into large pieces which required removal piece by piece. A sample of the removed veritas was sent to pathology, which revealed staphylococcus coagulase negative and methicillin resistant bacteria. There was no evidence of esophageal or gastric leak nor was there evidence of an active infection. Because the results of the cultures were not available at the time of the surgery, the band was left in place. Once the laboratory results were obtained, the pt was transferred to the care of an infectious disease physician. The treatment provided to the pt is unk, however, it was noted that the pt has since been discharged from the hospital.